Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of peritonitis was unknown. Two days after the onset, the patient was hospitalized for the event and was still hospitalized at the time of this report. The patient was treated with vancomycin injection (1 gram, every 5th day, route was not reported) and ceftazidime (500 milligrams, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.